Event description:
During a laparoscopic splenectomy, when the stapler was fired the second time with the reload, it jammed and would not release properly. The surgeon had to open the abdomen and remove the stapler which resulted in the need for a blood transfusion of 1000ml. O.r. Time was extended by 45 mins.